Event description:
Consumer stated the "guards have sharp edges, a bit more thicker and a stronger chemical smell. I'm noticing that my tongue is swelling up and not sure why." Based on event description, may be an allergic reaction. No contact information provided, product was not returned.